Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one year ago. The vessel and aneurysm morphology at the time of implant was unknown. Aneurysm measured 6.0 cm in diameter at the time of intervention, and vessel morphology was unremarkable. The neck length is over 2cm. It was reported that the patient presented to the ER with abdominal pain. CT imaging revealed a proximal type I endoleak coming from a previously implanted talent aaa bifurcated graft. The suspected cause of the leak was a possible migration. The graft was located 1.3 cm below the lowest renal artery. There is no neck dilatation and it was unknown where the graft was initially placed i.e. Too low. The physician elected to place an endurant cuff to resolve the leak. The patient tolerated the procedure well and will continue to be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, migration), patient's condition affected effectiveness of device (likely due to current low stent graft position in the neck; possibly due to stent graft migration). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (likely due to current low stent graft position in the neck; possibly due to stent graft migration).